Event description:
During troubleshooting, customer observed missing segments on the aviva system; all segments appear as normal during display test. No adverse event reported. No action or inaction was taken based on device results. Requested return of suspect device and replacement was sent.